Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead failed to capture. A chest x-ray determined the rv lead had perforated the cardiac muscle. Additionally, diaphragmatic stimulation was noted. The rv lead was explanted an replaced. The patient was stable throughout the procedure.